Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead displayed high thresholds. It was replaced and during the revision the lead was found dislodged. There were no adverse patient side effects reported. A date of explant was not provided.